Event description:
It was reported that during a da vinci si prostatectomy procedure, material from the monopolar curved scissors instrument was shredding off the main tube and falling into the patient. The instrument fragments were retrieved and irrigated out of the patient. The planned surgical procedure was completed and no patient injury, harm or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragments were retrieved from the patient and the procedure was successfully completed without incident.